Manufacturer narrative:
Relevant tests/laboratory data unk. A portion of the device remained in the lead within the patient, and a portion was discarded, thus no investigation could be completed. In the spectranetics IFU, it warns to not abandon a lead in a patient with an lld still inside the lead; severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device. The physician did not attempt to unlock the lld from the ra lead prior to cutting and capping it. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to non function and occlusion. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The rv lead was removed successfully. The ra lead looked to be implanted on the anterior wall of the ra, potentially making it difficult to remove. While the physician was attempting to extract the ra lead using a spectranetics 14f glidelight laser sheath and applying traction/countertraction using the lld, a pericardial effusion was detected. Rescue efforts began immediately, including sternotomy and bypass. An ra perforation was discovered and successfully repaired using a graft (MDR #1721279-2022-00150). The ra lead was not removed; the ra leads and lv leads (MDR #1721279-2022-00152), along with the llds within the leads, were cut and capped and remained in the patient. The physician did not attempt to unlock the llds before cutting and capping. The patient survived the procedure. This report captures the lld present in the ra lead when it was cut, capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): updated device model/catalog from 518-062 to 518-019, lot # from flp21h31a to flc21j13a, expiration date from 8/31/2023 to 9/15/2023, unique identifier (UDI#) from (B)(4). G3): upon record review 24 aug 2022, it was discovered that the device model number, lot number, catalog number, expiration date, UDI, 510k number and manufacture number were inadvertently populated incorrectly. This supplemental MDR is being submitted to correct. G4): updated 510k from k142116 to k990713. H4): updated device manufacture date from 8/31/2021 to 9/13/2021. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.